Manufacturer narrative:
The root cause of the thrombus was unable to be determined due to insufficient clinical details. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding a patient who was implanted with impella 5.5 with worsening ventricular tachycardia (vt). The patient continued to have vt burden after the cardiac arrest. Additionally, patient experienced left ventricle (lv) thrombus with relationship listed to be "possibly" related to the impella device. Post impella, the tee (transesophageal echocardiography) showed lv thrombus and as a result, the patient was placed on heparin gtt. Patient was successfully weaned of the device and is stable.